Event description:
It was reported the customer went to the emergency room (ER) due to a blood glucose (bg) level of 20 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the ER ¿a few hours¿ later. Reportedly, the cause for the event was due to recent setting adjustments from the customer¿s health care provider. Reportedly, the pump basal rate, carbohydrate ratio, and correction factor were set too high. A system check was performed by tandem technical support and determined that the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.